Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position. The right ventricular (rv) lead was not effectively stimulating the heart, although it had an elevated stimulation threshold under unipolar stimulation, and no measurable stimulation threshold under bipolar stimulation, even with high output. On pod 5, intrinsic rhythm remained less than 30 beats/min. Adaptive settings were modified for both rv and lv leads with the lv lead sensing changed from unipolar to bipolar to improve sensing accuracy and reduce interference and the threshold was stable. The post-interventional stay was uneventful, and the patient was discharged in good general condition. However, two (2) months and twenty-one (21) days post-procedure, lead damage was confirmed for both rv and lv leads (lv lead still had four functional electrode configurations). Due to the lv lead being unipolar, the automatic sensing test (auto-rs-test) did not perform correctly, as expected. Therefore, high sensing threshold required manual programming adjustments. New rv lead implantation was planned through the valve for the crt-p device.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for "system interaction with previously implanted devices" was confirmed with empirical evidence via the complaint description. No manufacturing non-conformities were able to be identified. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Available information suggests that an intertwining of a coronary sinus (cs) and right ventricle (rv) lead may have contributed to the reported event. There was a cs lead crossing at two points across the tricuspid valve atresia (tva) plus an rv lead. The rv lead had limited slack, crossing at the septal-anterior commissure, passing through the cs lead with an eccentric trajectory inserting into the rv apex. Therefore, the configuration of these leads likely caused interaction between the evoque system and the leads, leading to conduction disturbance (bradycardia), identified pod4, and lead damage approximately 3 months post the evoque procedure.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h11. Additional details provided for clarification: it was previously reported that there was a minor issue with the lv lead during the evoque implantation leading to the loop of the cs lead having to be pulled into the ivc using a snare so that the evoque delivery system could be positioned. At a later time, it was further reported that the lv lead was capped and a new lead was implanted. The complaint for "system interaction with previously implanted devices" was confirmed with objective evidence via the image evaluation and event description. However, lead damage cannot be confirmed and cannot rule out ds/evoque valve interaction with lead as limited imaging was provided. No manufacturing non-conformities were able to be identified. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Review of procedural fluoroscopy shows the cs (coronary sinus) lead looped around the rv lead prior to the evoque procedure. There is evidence the cs lead is snared and pulled back into the ivc prior to the advancement of the evoque ds. The cs lead is released from the snare following retraction of the delivery system. Before the procedure, the site was advised by edwards subject matter experts to remove the cs lead. However, the medical team at university hospital of rostock reviewed all concerns and collectively decided to proceed with the patient treatment without revising the cs lead pre-procedure. Post procedure pod4, the rv lead was not effectively stimulating the heart leading to conduction disturbance (bradycardia), but adaptive settings were modified and patient was discharged in a stable condition. Approximately 3 months later, there was an increase in stimulation threshold and a sensing defect on the rv lead. However, the site was able to recover the rv lead with reprogramming. Available information suggests that a procedure related issue (loop of cs lead snared and pulled back into ivc prior to and during evoque procedure) and patient related issue (cs and rv leads intertwined at baseline and at end of procedure) likely contributed to the reported event.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h11. It was previously reported that an echo performed approximately 3 months post procedure showed there was an increase in stimulation threshold and a sensing defect of the rv lead, as well as an exit block of the lv lead. As a result, a new rv lead implantation was planned through the valve for the crt-p device. However, new information received states that the rv lead was able to be salvaged through reprogramming. The lv lead was capped and a new lead was implanted.